Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket erosion and infection. Additional information indicates that explanted device was being reused as temporary pacer. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.